Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that a 15-year-old female child patient experienced high blood glucose level due to a bent cannula therefore, they tried to treat it with multiple daily injection, but on an unknown date in the month of (B)(6) 2022, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level, after staying for 2-3 days in the emergency room. Her highest blood glucose level was 700 mg/dl and had high ketone level which her healthcare professional assessed as dangerous/life threatening. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.